Manufacturer narrative:
The cobas c 503 analytical unit serial number for unit 1 is (B)(6). The cobas c 503 analytical unit serial number for unit 2 is (B)(6). The bilt3 bilirubin total gen.3 reagent lot number is 85817501, with an expiration date of 31-aug-2026. The bil-d gen.2 reagent lot number is 87776801, with an expiration date of 31-aug-2026. The field service engineer investigated the event and determined that it was caused by a sample test - interference. He performed successful accuracy, precision, and correlation tests using the patient sample across different analyzers, including a bilirubinometer, which yielded similar results. He verified the rinse levels and thoroughly inspected the analyzer. The investigation is ongoing.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 and bil-d gen.2 assay results from one patient sample tested on two cobas c 503 analytical units (unit 1 and unit 2). Bilt3: the initial result from unit 1 is 0.355 mg/dl. The repeat result from unit 2 is 0.339 mg/dl. The repeat result from their other c 503 analyzer is 8.00 mg/dl. The repeat result from another c503 analyzer is 8.16 mg/dl. Bil-d: the initial result from unit 1 is 0.126 mg/dl with a data flag. The repeat result from their other c 503 analyzer is 0.460 mg/dl with a data flag. The repeat result from another c 503 analyzer is 0.443 mg/dl. The provider questioned the initial results, prompting the rerun. The repeat results from the other c 503 analyzers were deemed correct.

Manufacturer narrative:
In the initial medwatch, the fifth line of h11 additional narrative should have been: "the field service engineer (fse) investigated the event and performed successful accuracy, precision, and correlation tests using the patient sample across different analyzers, including a bilirubinometer, which yielded similar results. He inspected the analyzers and verified the rinse levels. The fse did not find any issues with the analyzers." Instead of: "the field service engineer investigated the event and determined that it was caused by a sample test - interference. He performed successful accuracy, precision, and correlation tests using the patient sample across different analyzers, including a bilirubinometer, which yielded similar results. He verified the rinse levels and thoroughly inspected the analyzer." The investigation included a review of the data set provided by the customer: the qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace had sample short and abnormal aspiration alarms. The customer had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.